Manufacturer narrative:
The device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Logfile review shows the treatment was performed without error or warning. The logfile review confirmed th left eye was treated with the refraction noted in treatment report. Review of the treatment report shows no indication that a monovision treatment was planned for the patient. No technical root cause was identified as the system was operating within specification. The root cause is that the user has not entered the treatment plan as a monovision treatment for the patient for any reason. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A risk manager reported that at the one week post operative visit, it was noted that the patient was treated for distance in the left eye but the patient was supposed to be treated for near to have a monovision treatment. The patient will decide if they want an enhancement for near at a later date.